Event description:
Event description from the report of the user as follows: describe the event or problem: patient was on the g5 ventilator and there was a malfunction, and the code was tf:5007. The patient was removed from the g5 and supported with bvm and then placed on mr1 transport ventilator. Rt removed ventilator from service. Htm note: verified code in error logs. 5507: air or oxygen inlet valve cannot close properly. Action: performed mixer calibration and checks as well as all other steps/tests in section 8 of the service manual 'test mode'. Ran ventilator over extended period of days while changing oxygen percentages without issue. What was the original intended procedure? : ventilation. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Tf 5507 with sw 2.80/2.81 indicates leaking/defective mixer valves. Ventilation continues with slight oxygen mixture deviation. After evaluation of this device, the mixer valves have been found defective and have been replaced. This file reports the event stated in hamilton medical ag case number (B)(4).

Manufacturer narrative:
Ventilator was not returned to hamilton medical ag (hmag). Hmag has requested further information and the log files of the ventilator. A follow-up report will be submitted.this file reports the event stated in hamilton medical ag case number cer (B)(4)..

Event description:
Event description from the report of the user as follows: describe the event or problem: patient was on the g5 ventilator and there was a malfunction, and the code was tf:5007. The patient was removed from the g5 and supported with bvm and then placed on mr1 transport ventilator. Rt removed ventilator from service. Htm note: verified code in error logs. 5507: air or oxygen inlet valve cannot close properly. Action: performed mixer calibration and checks as well as all other steps/tests in section 8 of the service manual 'test mode'. Ran ventilator over extended period of days while changing oxygen percentages without issue. What was the original intended procedure? : ventilation what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working)